Manufacturer narrative:
(B) (4).

Event description:
The patient used the implantable neurostimulator (ins) until (B) (6) 2009 when she found out she was pregnant. She had kept the ins charged, but was having some difficulty with recharging effectively. The patient had a history of recharge problems prior to her pregnancy. In (B) (6), the patient saw a por (power on reset) on her patient programmer. About a week later, there was no telemetry from any of her external components or the physician programmer after multiple tries. The ins was implanted in the patient's right buttock. The ins felt a little loose in the pocket and it was a little deep upon palpation. They used the antenna locator which allowed them to find a target of 6/8 coupling bars. They marked it on her skin with a permanent marker for her per her request. After using the antenna locate feature, no trickle charge was necessary; the ins began recharging. The patient was instructed to try to recharge to full and let them know if problems arose with that.